Event description:
It was found upon use of needle while giving vaccinations that medication was leaking out from the luer hub of the needle. This has happed on several occasions. (B)(6) has pulled this lot number and replaced with another needle.